Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(6). (B)(4). Device is an instrument and is not implanted/explanted. Device is not expected to be returned for manufacturer review/investigation. (B)(6). Subject device has not been received. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in country as follows: it was reported that during a trochanteric fixation nailing procedure for a femur fracture the surgeon wanted to reduce the fracture with a malleolar forceps and it broke. One of the arms broke off. The broken piece was removed and a replacement forceps from another set was used to reduce the fracture. The surgery was completed and the patient's outcome was good as planned. There was a one minute surgical delay. This complaint involves one device. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.